Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl . The patient reported being unsure if the cannula was properly seated in the infusion site at initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received with the needle mechanism fully deployed. The investigation found no evidence of any damages or defects that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was observed to be torn and shortened. Fluid was unable to flow through the complete fluid path due to the torn and shortened soft cannula. It could not be determined when or how the damage to the soft cannula occurred.